Event description:
The customer observed negatively biased results for ckmb using quality control fluids. False low results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.